Manufacturer narrative:
(B)(4). The device was received with the shaft bent and the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. No functional testing could be performed, as the clamp arm did not open and close and due to the returned condition of the instrument. Our manufacturing process has been reviewed and there is no current evidence of this issue. The device was disassembled to inspect the internal components and no anomalies were found. Since as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to what caused this issues. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a bypass procedure, upon activation the generator kept repeating same error code to relax pressure, without any activation or use. The device was unplugged retested but same error message. Another device was opened to complete the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient.